Event description:
During evaluation of a returned novum iq large volume pump, the device was unable to connect to ac power. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). The device was received for evaluation. Visual inspection did not identify any issues with the device. During functional testing the device was unable to connect to ac power. The cause was identified to be the ui pcba ac power adapter connector which requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.